Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position. During valve deployment, the distal portion of the balloon to the 23mm commander delivery system was very slow to inflate, causing the more proximal portion of the balloon to nearly fully inflate first. Eventually, however, the distal portion of the balloon appeared to almost pop open and fully inflate. The valve was successfully implanted with a 95:5 (aortic: ventricular) depth and with normal valve function. A trace paravalvular leak was also noted at the conclusion of the procedure. The system is not available for return/evaluation as it was discarded. Additional information provided per fcs indicating the overall inflation and rapid pacing times were increased as a result of the balloon issue. In addition, the physician intended to implant the valve high. According to the provided procedural fluoroscopy video, the transcatheter heart valve (thv) appears to be aligned with the outflow side of the valve, right on the edge of the proximal valve alignment marker. During deployment, the balloon inflated asymmetrically, with the distal end of the balloon constrained for the initial 7 seconds of inflation, after which full inflation was able to be achieved, giving a total deployment cycle time of approximately 12 seconds. After full inflation was achieved and during balloon deflation, a shadow resembling a torn and separated sheath distal tip was observed floating around the inflow side of the thv.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event, reference related manufacturer report # 2015691-2026-16212. The investigation is ongoing.